Manufacturer narrative:
The lens remains implanted in the patient¿s eye; however, two photos of the lens were provided for evaluation. Through the photo evaluation, the complaint code could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on complaints revealed the serial numbers included in this production order are not involved in another investigation the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. Based on the manufacturing records review, analysis of the provided photos, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted; give date: implant reported as (B)(6) 2014, thus (B)(6) 2014 has been entered as the best estimate for the implant date. If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2014. Post op, the patient had poor visual acuity. It was noted that there was a mark on the intraocular lens. The patient's pre-op visual acuity was 0.2 and the patient's post op visual acuity was 0.3. Patient underwent a partial thickness corneal transplant endothelial keratoplasty (dsaek) procedure prior to the lens implant. This procedure was additionally performed again (B)(6) 2015, due to high astigmatism from the posterior corneal surface. The dsaek was not related to the intraocular lens implant. No further information was provided.